Event description:
During surgery the screw sheath was bent and the teeth of the jig chipped off. Nothing was left in the patient, but it caused a 1 hour delay to surgery.

Manufacturer narrative:
Examination of the returned targeting device confirmed one of the two arms in the attachment area broke off. It appears the piece broke off from misuse. A two-year search of the complaint database found no prior reports for components breaking for the targeting device. The lot number aa4aa4 indicates the product was manufactured in 2006 and is 3 years old. The sheath component was not returned for evaluation. The lot number was not provided to determine the age of the instrument. Previous investigations for bent sheaths were found to be caused from misuse or heavy usage. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.